Event description:
The bipolar was revised to a total hip prosthesis. Upon removal, it was noticed that the femoral head was not articulating sufficiently inside the cup.

Manufacturer narrative:
Summary of evaluation: the examination results indicate that this event is not device related as the reported intar-operative event could not be duplicated.